Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device fails accuracy test 6.75%. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a damaged downstream occlusion. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the expulsor was trimmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.